Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were episodes of oversensing due to myopotentials observed. Reprogramming was recommended to deactivate the lead, no further actions have yet been taken. The patient will continue to be monitored and was in stable condition.